Event description:
During set up, smoke was noted to be coming from the bio console. The unit was removed from the operating room and replaced with a second unit. There was no reported consequence to the pt. No adverse pt affect.